Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone boot tip on the cold jaw was cracked. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed for cracked silicone jaw boot. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro heater wire came apart. A replacement device was used to compete the procedure. The hospital did not report any pt effects.